Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the 511sd valve tears easily. Also when using a optical instrument. There was no consequence to the pt.